Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage exposing underlying layers on the white power cable of the system controller ((B)(6)) was confirmed via the submitted photos. The submitted photos revealed superficial damage to the power cable exposing the inner shield. Log files were not submitted for review and the controller was not returned for testing. Provided information indicated that the patient accidently caught the white power lead of the system controller on their shower bag causing damage to the power lead leaving underlying wire exposed. Out of precaution the system controller was exchanged. Provided information indicated that the root cause of the damage was the user accidently catching the white power lead of the system controller on their shower bag. The device history records were reviewed (shop orders:) and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instructions for use (rev d) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev a) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 instructions for use (rev d) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev a) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook (rev a) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient accidently caught the white power lead of the system controller on their shower bag causing damage to the power lead leaving underlying wire exposed. Out of precaution the system controller was exchanged.